Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: art line detached at dialyzer connector at machine tear down. Detailed inquiry description arterial line separated from the dialyzer connector after termination of the treatment. The clinic director reported that the line broke off inside the connector.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, one (1) photograph was submitted for evaluation. A visual examination of the photograph shows the detachment of the venous line connector, while it was still attached to the dialyzer at the bonded joint of the connector. Based on the investigation findings, the sample was not within specification; therefore, the reported defect was confirmed. Corrective actions have been implemented to address the reported defect. These actions include re-training operators on the standard visual guidelines for the conventional application method to prevent detachment issues. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.